Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information provided. The following sections of this report have been corrected/updated: h6 (health effect - impact code, device code) and h11 (provide narrative/data). Additional information was provided by the field clinical specialist (fcs) regarding the tip of the 14fr esheath+ being retracted into the sheath shaft. It was clarified that the radiopaque portion of the sheath tip was visualized in the mid segment of the esheath+ under fluoroscopy. The patient was noted to be doing well post transcatheter aortic valve replacement (tavr) procedure with no perceived compromise of the peripheral blood flow to the lower extremities. The investigation is still ongoing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve inside a surgical valve, post valve implantation, the surgical valve was fractured using a 24 mm non-edwards balloon device. Upon withdrawal of the 24 mm non-edwards balloon device through the 14fr esheath+, it became stuck in the 14fr esheath+. As a result, the non-edwards balloon device and 14fr esheath+ were withdrawn as a unit. A 16fr esheath+ was then prepared and placed. For patient safety, a decision was made to perform a cutdown and repair any potential arterial damage to the left common femoral artery (cfa). The patient remained stable throughout the procedure and was transported to the intensive care unit (ICU) in stable condition post tavr procedure. Subsequently, additional information was provided by the fcs revealing the non-edwards balloon was noted to be stuck in the sheath shaft. There appeared to be retained volume in the non-edwards balloon. The tip of the 14fr esheath+ was retracted into the sheath shaft when the non-edwards balloon was pulled in. The perceived cause of the withdrawal difficulty encountered was not fully deflating the non-edwards balloon prior to pulling it into the 14fr esheath+. There was a tear of the artery noted to the left cfa. The artery was patched during the cutdown/repair.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the provided imagery revealed there was tortuosity present in the patient's left access vessel. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the inability to withdraw the non-edwards device through the esheath+ that resulted in a tear of the artery which required surgical intervention and the esheath+ liner delamination were unable to be confirmed. As the device was not returned for evaluation, the presence of a manufacturing non-conformance was unable to be determined. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "upon withdrawal of the 24 mm non-edwards balloon device through the 14fr esheath+, it became stuck in the 14fr esheath+. As a result, the non-edwards balloon device and 14fr esheath+ were withdrawn as a unit. The non-edwards balloon was noted to be stuck in the sheath shaft. There appeared to be retained volume in the non-edwards balloon. The tip of the 14fr esheath+ was retracted into the sheath shaft when the non-edwards balloon was pulled in. The perceived cause of the withdrawal difficulty encountered was not fully deflating the non-edwards balloon prior to pulling it into the 14fr esheath+." In this case, the non-edwards balloon had residual volume prior to being pulled into the esheath+. Residual volume creates a larger balloon profile, which may make it more susceptible to catch on to the sheath and lead to the reported withdrawal difficulty. As a result, high pull force may then be applied to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. As such, the available information suggests that procedural factors (altered balloon profile) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.